Event description:
The et tube holder was applied to the patient's upper lip area. The skin underneath had not been routinely checked. This resulted in a mucous membrane ulcer that was unstageable and necrotic. A plastic surgery consult was done due to open area on the patient's upper lip. The surgeon found that there is dense eschar extending transversely across the upper lip just above the vermilion. It is primarily on the left side, but extends across the midline. It is 1 cm at its widest point and 4 cm in length. On the mucosal side, there is a similar but much smaller area of necrosis.